Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and nodule.

Event description:
Patient reported moderate breast pain. Patient additionally reported ¿a lump or thickening in or near the breast or in the underarm area". Later healthcare professional reported "rupture". This record is for the right side. Device explanted.